Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose exceeding 700 mg/dl and diabetic ketoacidosis. The customer experienced nausea as a result of the hyperglycemia. She was admitted to the ICU and treated. Troubleshooting was declined for the high blood glucose. The customer's blood glucose increased due to a kinked infusion set cannula. The patient's current blood glucose is 171 mg/dl. No products were returned or replaced.